Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the atb35 instrument jaw would not open (anvil dislodged). Finally the jaw was opened with another device (stapling and cutting were correct). Another instrument was used to complete the case. There was no consequence to the pt.